Event description:
The PICC line perforated the pt's heart and the pt died. No further information is available at this time.

Manufacturer narrative:
The device has not been returned to the manufacturer for eval. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.